Manufacturer narrative:
Internal report# (B)(4). Product under evaluation.

Event description:
Customer complaint of lo results. Customer states that he felt lightheaded when he obtained the lo. Customer states he decided to take some glucose tablets and some poweraid, when he retested an hour later he obtained an 85mg/dl. The customer states he does not require medical attention. Customer's expected blood results are 100-200mg/d fasting. Verified the strips expire 08/31/2017. Customer confirms the strips are stored properly and was first opened (B)(4) 2015. Customer performed back to back blood test, 78mg/dl and 135mg/dl not fasting. Reviewed meter memory: 85mg/dl (B)(6) 2015 07:25:00 pm fasting: no; lo (B)(6) 2015 07:09:00 pm fasting: yes; 314mg/dl (B)(6) 2015 02:35:00 pm fasting: yes; 117mg/dl (B)(6) 2015 09:51:00 am fasting: yes; 300mg/dl (B)(6) 2015 02:36:00 am fasting: yes. Customer is concerned with lo result that was obtained (B)(6) 2015 7:09pm. No adverse event reported.

Manufacturer narrative:
Internal report# (B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Customer complaint of lo results. Customer states that he felt lightheaded when he obtained the lo. Customer states he decided to take some glucose tablets and some poweraid, when he retested an hour later he obtained an 85mg/dl. The customer states he does not require medical attention. Customer's expected blood results are 100-200mg/d fasting. Verified the strips expire (B)(4) /2017. Customer confirms the strips are stored properly and was first opened (B)(4) 2015. Customer performed back to back blood test, 78mg/dl and 135mg/dl not fasting. Reviewed meter memory: 85mg/dl (B)(6) 2015 07:25:00 pm fasting: no, lo (B)(6) 2015 07:09:00 pm fasting: yes, 314mg/dl (B)(6) 2015 02:35:00 pm fasting: yes, 117mg/dl (B)(6) 2015 09:51:00 am fasting: yes, 300mg/dl (B)(6) 2015 02:36:00 am fasting: yes. Customer is concerned with lo result that was obtained (B)(6) 2015 7:09pm. No adverse event reported.